Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018, implant date, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that a lynx system was implanted during colpocleisis, perineorrhaphy, cystoscopy. Boston scientific obtryx ii sling procedures performed on (B)(6), 2018, to treat a patient with uterovaginal prolapse, dysfunctional urinary voiding, cystocele, weakened pubocervical fascia, incomplete bladder emptying, outlet constipation, weakened rectovaginal fascia, rectocele, occult urinary incontinence. During the procedure it was noted that the anterior vaginal wall was ballooning past the hymenal ring. The posterior vaginal wall was noted with severe deficit and scar tissue. There were no patient complications during the implant procedure. The patient was extubated and transported to recovery room in stable condition. As reported by the patient's attorney, the patient experienced an unspecified injury.